Manufacturer narrative:
Device evaluation: (B)(4) 2012 the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings testing confirmed intermittent responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. Multiple button presses requiring increasing force are required before the buttons will engage. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Observed the 'ok' button contact was inverted. Observed the bolus button not responding to presses. Removed button cover and found the internal plug contact is misaligned. When plug was removed, the bolus button was found to be defective but is functional.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad button had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.